Manufacturer narrative:
Product complaint (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: when fixing the acetabular cup, the 25mm drill bit does not fit into the patient and is sent marked. Without patient involvement. During the procedure, when placing the acetabular cup, a fracture of the posterior acetabular rim is evident, so the cup loses its pressfit; the reaming process must be carried out again. The product was not returned to depuy synthes, however photos were provided for review. See attachment (source file - reporte de novedad clinica leon 13 482666). The photo investigation revealed a small broken fragment of quickset 3.8 dimtr dr bit 25mm covered with adhesive tape .the reported condition can be confirmed. However, since the device was not returned is not possible confirm will not seat/advance allegation. This condition is consistent with multiple uses under extreme eccentric loading resulting in premature bending or failure of the drill bit, the potential cause can be attributed to end of life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the quickset 3.8 dimtr dr bit 25mm would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
When fixing the acetabular cup, the 25mm drill bit does not fit into the patient. During the procedure, when placing the acetabular cup, a fracture of the posterior acetabular rim is evident, so the cup loses its pressfit; the reaming process must be carried out again. The drill bit broke but no part remained in the patient. There was no harm to the patient. Affected side: left hip.